Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was determined to be a false empty detect and use error of inappropriately setting the minimum drain volume percent too low. The homechoice apd systems trainer's guide provides a warning that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (b)(6 2014 at 00:18:42. During night drain cycle five, the patient's ultrafiltration reading was 949ml, indicating the home patient (hp) drained 949ml more than their maximum programmed fill volume of 1100ml. No additional information is available.